Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness from inhibition after the patient had undergone an implantable pulse generator (ipg) change out. Device interrogation indicated that the right ventricular (rv) lead was oversensing p-waves. The physician had noticed that the rv sensitivity was set at nominal setting. The device sensitivity was programmed to a less sensitive setting and the issue was resolved. The physician indicated that the nominal setting was too sensitive versus other products and would like consistency among the different ipg platforms. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.